Manufacturer narrative:
The pump was received with blank display due to moisture damage on the electronic stack. The pump had moisture damage on the motor. The displacement test was unable to be performed due to blank display. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had damage to their insulin pump. It was reported that the pump had crack on the display. The customer's blood glucose level was reported to be unknown. It was reported that the pump would be replaced and returned for analysis.